Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was spinal pain indications. The patient reported that for the past few months it has been taking up to 20 mins to connect to the pump to bolus. The patient stated because of the delay he is not able to get in all 8 boluses. The agent reviewed data and offered to walk the patient through deleting the data and the patient declined. Additional information was received from the patient on (B)(6) 2025 who reported that the patient was unable to unable to pair the handset to the communicator. The patient was getting the ¿not found message¿. The patient stated they would try to press resync or switch communicator, it would not take them to where they would put in the communicator serial number. The agent had the patient reset the handset and communicator. The handset began searching for the device but would not advance. The agent attempted to assist the patient with clearing data. However, the handset screen would freeze when the patient was attempting to clear the data. The patient was unable to clear the data, and the patient stated there was 30.84 mb of data stored. A request was sent to the repair department for a replacement handset due to the handset screen freezes when attempting to clear data, unable to connect to pump.